Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The shaft was microscopically examined and a nickel shaft separation was observed. The separation was located at 36.2cm from the tip. No other damage was noticed on the shaft. This separation under microscopic inspection showed that the edges of the break are consistent of the device being bent in a way that torsional stresses were applied which most likely contributed to the fracture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 23-apr-2018. A direxion hi-flo fathom-16 system was received with no reported issue. However, device analysis revealed shaft fracture.